Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced urinary retention, extrusion of prolene suture, pelvic pain, vaginal spotting and bleeding, dyspareunia and urinary urgency. A removal of the suture was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.